Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and cerebral palsy. The pump contained gablofen at an unknown concentration and dose. It was reported the representative stated since (B)(6) 2016, the patient had had a low grade fever, and all medical issues had been ruled out (i.e. Infection). The representative stated approximately 1-2 weeks ago they had done a refill of the pump. The expected reservoir volume was 10.4 ml, and the actual reservoir volume was 2 ml. The representative stated a catheter access port (cap) dye study was done and found to be negative, therapeutic bolus was done, drug was sent to a lab for analysis, and they were monitoring the patient and pump. The representative stated they were leaning on replacing the pump. The representative did not believe the volume discrepancy could be related to a pocket refill or a result of a programming error. No discrepancies were noted at past refills. The representative was going to follow-up with the health care provider (hcp).

Event description:
Additional information was received from a healthcare provider (hcp) through a manufacturing representative. The event was initially reported to the manufacturing representative by the healthcare provider (hcp). The cause of the volume discrepancy was undetermined at this point. At this point, the pump was refilled and being watched carefully for volume discrepancies. It was unknown what diagnostics were performed related to the fever. The cause of the low grade fever was undetermined.